Manufacturer narrative:
For the glucose test, a specific root cause for the issue could not be determined. Additional information for investigation was asked for, but not provided by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium, ise potassium, ise chloride, and glucose hk (glucose). The customer explained that the date of the event occurred on (B)(6) 2014, but according to data received, a printout of the initial result data was dated (B)(4) 2014. The specific date of the event could not be clarified. The sample was initially tested using an aliquot prepared from an mpa pre-analytics system. This aliquot resulted as 76.6 mmol/l for ise chloride, 153 mg/dl for glucose, 4.81 mmol/l for ise potassium, and 165 mmol/l for ise sodium. These initial results were reported outside of the laboratory. The parent tube for the sample was pulled and it was used for repeat testing. The parent tube results were 101 mmol/l for ise chloride, 111 mg/dl for glucose, 3.2 mmol/l for ise potassium, and 137 mmol/l for ise sodium. The repeat results from this parent tube were believed to be correct. The patient was not adversely affected. The lot numbers and expiration dates of the ise sodium electrode, ise potassium electrode, ise chloride electrode, and glucose reagent were asked for, but not provided. The field service representative determined that the aliquot from the mpa pre-analytics system sat on the output buffer of the system and the sample had evaporated prior to testing on the c501 system. The customer explained that the sample sat on the output buffer of the mpa system for 30 minutes prior to testing on the c501 system. The field service representative checked the ise probe position and rinsing. He noted that ise calibrations and quality controls from (B)(6) were within specifications. He ran ise calibration, quality controls, and precision studies.

Manufacturer narrative:
For the ise tests, a specific root cause for the issue could not be determined.